Event description:
The customer contacted philips healthcare to report that the heartstart xl was unable to acquire a lead ii or lead iii ECG waveform and that the device failed the ECG test. There was no patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.